Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 mg/dl. Reportedly, the customer administered a manual injection. During troubleshooting with tandem's technical support, the customer programmed a bolus and noticed that the insulin drop at the end of the cartridge patient line appeared "smaller than it should be". The customer declined to fill tubing with a cartridge of water.